Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a vessel tore and as a result, the case was converted to open surgery. The patient was discharged from the hospital on post-operative day three (3). On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who spoke directly with the surgeon, regarding the reported event: there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The surgeon does not believe the da vinci surgical system caused or contributed to the vessel injury. The estimated blood loss was about 800 cc. It was confirmed that the case was converted to open surgery as a result of the vessel injury. A vascular surgeon was called into the room in order to repair the vessel. No blood transfusions were administered. The sigmoid colectomy procedure was completed via open surgery. No post-operative complications was reported.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event; no device is expected to be returned for evaluation. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, a vessel tore and as a result, the case was converted to open surgery. The patient was discharged from the hospital on post-operative day three (3). No post-operative complications have been reported.